Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported difficult to remove from anatomy could not be determined. Based on available information, a definitive cause for the reported difficult to remove from anatomy could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping the clip got stuck on the posterior leaflet and the clip was deployed in place. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve and grasping was performed and the clip got stuck on the posterior leaflet. Ultimately, the clip was deployed in place at a2/p2. There was no issue with grasping. Two clips implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.